Event description:
An unknown size s670 rapid exchange stent delivery system was inserted into a pt's arterial vasculature. It was reported that the stent dislodged from the stent delivery balloon during the procedure. The undeployed stent was successfully snared from the pt. There is no further info to determine the cause of the event despite repeated attempts to obtain information. There were no add'l clinical sequelae reported relating to the event.